Event description:
The caller reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The pump began charging after being connected to a working outlet for at least 30 minutes using different charging supplies. Technical support advised the caller that tandem does not recommend using third-party charging supplies unless instructed. A replacement tandem charging cable was dispatched via two-day shipping. With the pump charging successfully, no further assistance was needed.